Event description:
Lunette received a one star review in online platform from a customer, who informed that she got uti after using the cup. She was treated with antibiotics twice after using the cup. She was using the cup without issues approximately for a year before this incident happened. The customer did not reply to any requests for more information.